Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the same cartridge and resumed insulin delivery, indicating the issue was resolved.